Event description:
Death [unknown cause of death] and burning sensation on gums. This case was reported by a consumer and described the occurrence of unknown cause of death in a (B)(6) female patient who received double salt dental adhesive cream; super poligrip (unspecified zinc free variant) cream, batch number unk, expiration date unknown for product used for unknown indication. On an unknown date, the patient started super poligrip (unspecified zinc free variant) . On an unknown date, an unknown time after starting super poligrip (unspecified zinc free variant), the patient experienced unknown cause of death (serious criteria death and gsk medically significant) and burning gum. Super poligrip (unspecified zinc free variant) was discontinued (dechallenge was positive). In 1995, the outcome of the unknown cause of death was fatal. On an unknown date, the outcome of the burning gum was recovered and resolved. The patient died in 1995. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the unknown cause of death and burning gum to be related to super poligrip (unspecified zinc free variant) . This report is made by gsk w/out prejudice and does not imply any admission or liability for the incident or its' consequences. Additional information: adverse event information was reported on october 16, 2015. The daughter reported that her now deceased mother used super poligrip denture adhesive cream (variant not specified) and experienced a burning sensation on her gums. The daughter reported that her mother was (B)(6) and died in 1995.